Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a aq2010v +18.50 diopter three piece silicone lens. The lens cracked on insertion into the patient's eye. Lens was removed with no patient injury. No lens was implanted at this time. The facility did not have a backup lens. Replacement is pending.

Manufacturer narrative:
Device evaluated by manufacturer? No. The lens was not returned. Unknown if it was discarded. (B)(4).